Manufacturer narrative:
Covidien reference (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator had a low oxygen percentage readings. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided.